Event description:
It was reported that the user experienced fluctuating blood glucose readings ranging from 65 mg/dl to 400 mg/dl while using the ilet in conjunction with a dexcom g7 sensor that was reading erratically, and the user also administered a manual insulin injection without disconnecting from the ilet, creating a risk of insulin stacking. Symptoms included episodes of low glucose and high glucose. Outcomes included troubleshooting and education, including instruction on disconnecting to avoid stacking and sensor calibration, after which readings were reported to be within range. Investigation included review of device use, sensor pairing status, and coaching on proper workflow. Investigation of this case revealed that inaccurate or unstable cgm data and user technique contributed to the event, with sensor pairing issues initially noted and then resolved through calibration and education. It was concluded, based on previously established findings for similar reports, that user technique and cgm performance variability were the likely causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.